Event description:
The facility representative reported "not infusion" on a flo-gard pump during pt use. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility representative, no pt injury or medical intervention has been reported related to the device. No additional info was available.

Manufacturer narrative:
The device has been received for evaluation, however evaluation is not complete. A follow- up report will be filed upon completion of the evaluation or if additional info becomes available.